Manufacturer narrative:
Complaint history and monarch product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A customer reported multiple occasions throughout the past year, the cartridges that were being used scratched the intraocular lenses (iol). The cartridges themselves seemed to have cracked or spilt. Additional information was requested.